Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the trailing haptic of the lens broke at the optic junction while in the eye, due to not having another lens available it was inserted, but on day one post-operative review the lens was not sitting properly in the bag. A possible lens exchange may take place in the future. Additional information was requested.

Manufacturer narrative:
No sample returning for analysis. (B)(4).

Event description:
In a follow up, it was indicated that the lens had been explanted and discarded.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of a non-qualified cartridge. The lens model is only qualified for use in two other cartridge sizes. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge/handpiece combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).